Event description:
Attorney reported: on (B) (6) 2007, pt underwent a right inguinal hernia repair surgery. Pt's hernia was repaired with a medium oval kugel patch (product code no. 0010105). On (B) (6) 2009, pt presented to medical center with complaints of right groin pain and urinary symptoms. He was found to have "a ridge in the bladder consistent with the mesh causing a fold over the bladder. On (B) (6) 2009 - pt underwent surgery to have his kugel mesh patch removed. The attending surgeon stated that "the top of the mesh was readily incorporated into the connective tissues of the preperitoneal space," and was only able to remove "probably 80% of the volume of the mesh". Pt was sent to the recovery room in stable condition. Pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.